Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cable connection, the x-ray tank and the tube were replaced. The system operates as intended.

Event description:
The customer reported that the 9800 system had poor image quality. No patient injury was reported.